Manufacturer narrative:
The electronic device logfile has been analyzed with regards to the reported event. The case in question could be reconstructed based on the stored entries. On 2026-02-19 the device successfully passed the system test at 5:58am. The case in question was started at 7:37am using man/spont and continued in volume control af from 7:55am. The following ventilation was unremarkable. Beginning around 10:35am the user switched multiple times between man/spont and various automatic ventilation modes. In the following leaks have been detected in the patient circuit, which have led to a lack of fresh gas. The device repeatedly alarmed minute volume low and fresh gas low or leakage. At 11:18am the unit was placed in standby. The analysis of the device logfile records has given no hints for a malfunction of the device. Towards the end of the procedure a circuit leak led to minor restrictions of ventilation. During the case in question, no functional limitations of the patient gas measurement are apparent. In case of decreased tidal volume and/or airway pressure, e.g. Caused by a significant circuit leak, the sufficient ventilation and oxygenation of the patient might be restricted. During system test and leak test as well, internal and external leakages are detected and depending on size a conditional (yellow) or non-functional (red) state is the consequence. Based on leakage, fresh gas flow settings and set alarm limits during ventilation several audible and visible alarms would be issued (e.g. Apnea, minute volume low, volume/airway pressure not achieved). The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. On the basis of the available investigation results, the case is subsequently assessed as not reportable.

Event description:
It was reported that the machine ventilator would run and stop with a break in-between. No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the machine ventilator would run and stop with a break in-between. No patient injury reported.